Event description:
It was reported via repair work order that the foot section was not locking in place due to foot section was missing left side locking pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.